Manufacturer narrative:
Investigation summary: bd received 9 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles and foreign matter in the gel was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles and foreign matter in the gel with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and foreign matter in the gel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel and foreign matter in the tube(s) biological and non-biological. The air bubble event occurred 6 times. The foreign matter event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, there were gel air bubbles and foreign matter in the tubes.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel and foreign matter in the tube(s) biological and non-biological. The air bubble event occurred 6 times. The foreign matter event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when opening the package, there were gel air bubbles and foreign matter in the tubes."